Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 449 mg/dl and 176 mg/dl; 279 mg/dl and 130 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).